Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary's manufacturing engineering center (mec), the electronic patient gas system (epgs) would not calibrate. Error code 23 2981 was observed. This unit is a service center's demo/training unit. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.